Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7088486.

Event description:
It was reported that the patient was having loss of stimulation due to lead migration which was confirmed through an x ray. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.